Event description:
It was reported that during the removal of a colink plate and screws, the colink drivers broke at the tip and became stuck in the screw heads. The surgeon had to cut the screw heads in order to pull the plate off. The shaft of 2 screws remained in the patient. The patient was elderly with soft tissue and requested the hardware to be removed.